Event description:
It was reported that a burn pt lost 100 cc of blood during a cvvhd treatment following a blood leak alarm that occurred approximately 36 hours into the treatment; cvvhd was resumed and then terminated approximately 30 minutes into the therapy because blood was observed in the effluent. The blood was not rinsed back and resulted in an add'l 190cc blood loss. Pt was transfused with 4 units of prbs and 2 units of ffp.

Manufacturer narrative:
Investigation of the device is ongoing at the time of this report. A f/u report will be submitted.